Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system on (B)(6) 2021. Patient reported on (B)(6) 2022 that during last years case he developed a pin site infection that was treated with oral abx and the device was removed prior to completion of treatment.